Event description:
A nurse reported that during surgery, a surgeon noted that the eye was soft when he tried to insert the second trocar. A small choroidal hemorrhage was observed. The pt had a choroidal hemorrhage in the past so the surgeon aborted the case. Additional information received from a company sales representative that was present during the case indicates that there were no error messages, and the eye was firm when the first trocar was inserted, but soft when the second one was attempted to be inserted. The surgeon did not blame the machine. Simply did not know what caused the issue. Additional information regarding pt impact has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no additional reports against the finished goods lot. The order was built and released per specification. The root cause is unknown. The complainant did not report a malfunction of the device and did not indict the system. (B)(4).